Event description:
Dr called to report a difficult deployment with the recovery filter. Dr reported that the upper arms crossed and all of the lower legs were crossed and none opened. The filter was also allegedly severely tilted. Dr alleges that the filter was assembled in the catheter improperly. The dr unsuccessfully attempted to remove the filter with a snare. It was later noted that the dr actually placed the filter in a vetebral vein, which gave the appearance of a tilted filter with crossed limbs. A new filter was placed superior.